Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that filter leakage was observed multiple times with 3 patients. 5 disposables affected. No patient injuries were reported.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Three samples were received in their original packaging, inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, no leaks were detected thus, the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions are required since the complaint was not confirmed. E4 was unknown.